Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that patients names and locations within the hospital had been lost from the central station in the coronary care unit when monitored by mobile telemetry monitors in various parts of the hospital. The physiological parameters still displayed ECG and spo2 on selected boxes. This prevents staff in ccu from knowing who the patient being monitored is and where they are.

Manufacturer narrative:
Multiple attempts were made to collect additional information such as problem description clarification, device logs and a capture of the reported network issue. However the requested information was not available. Therefore the reported issue could not be verified or reproduced and root cause could not be determined. When a patient's name and location are lost at the central station, patient monitoring continues at the m300. A historical query of similar complaints over the last 12 months showed this was an isolated case. In addition the customer has not reported any further issues.

Event description:
Please refer to the initial report.